Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, hair was found in the product. It was indicated that there was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.